Event description:
Additional information was provided to rti germany which indicated the following: the patient is a 65-year-old male patient whose medical history is significant for type 1 diabetes and six ceramic implants previously implanted. One of the implants had been placed in 2013 and removed in 2019 due to peri-implantitis. Additional information was not provided about the other five implants. On (B)(6) 2022, the patient underwent a dental procedure with implantation of a puros® allograft pi block and a copios membrane. On(B)(6) 2022, the dentist reported non-integration of the bone block. On an unknown date, the patient developed membrane dehiscence and was administered antibiotics and chlorhexidine (chx) for weeks. Upon examination, the screws were noted to be stable in the jawbone. There was an attempt at open healing but epithelialization of the patient's own bone occurred and a likely rejection of the transplant. A removal of the entire structure with screws then followed. A re-implantation with individual prepared implants is planned. Despite several follow-up attempts, no further information has been provided.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza19290103. Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza19290103. Two departures from standard operating procedures were noted during the records re-review for the lot (incorrect assignment of pool labels during drying and failure datalogger for room f28-b. Product was not affected from the non-conformances). Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed (B)(4) copios pericardium membranes, from lot nza19290103 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Transplant failure is described in the IFU. Dehiscence is not described in section adverse reactions but in section of handling instructions. Dehiscence of the membrane and transplant failure are frequently reported complications after dental surgery. Several risk factors mentioned above may have contributed to the development of this event. It is more plausible that the patient's adverse event was associated with a source or event extrinsic to the puros® allograft pi block and a copios pericardium membrane.

Manufacturer narrative:
At this time it is unknown if the copios pericardium membrane remains implanted or was removed. No product identifiers were provided; therefore, rti germany was unable to conduct a comprehensive records re-review. If unique product identifiers are provided; rti germany will conduct a comprehensive records re-review and a follow-up report will be submitted.

Event description:
On 01/10/2023, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from zimvie austria. The reported complaint indicated that the patient underwent a full flap with reliefs dental procedure with implantation of a puros® allograft customized block and a copios pericardium membrane on an unknown date. Three screws were utilized for fixation. On an unknown date, the patient returned for follow-up and was noted to have non-integration of the puros® allograft customized block. To date, no additional information has been provided to rti germany for review.